Manufacturer narrative:
Olympus technical assistance center (tac) personnel assisted the customer to load the system settings and the user presets into the loaner cv-190 processor. Customer confirmed that they were able to gat an image from the scope and were also able to capture images to the probation pc using the loaner cv-190 processor. At this time, the device won't be returned for a physical investigation. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, there was a b30 scope communication error when using a loaner cv-190 processor. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, as previously reported, once the connections were reseated and the system settings were loaded, the problem was resolved. It is also possible that the scope connector or the electrical contact of the video connector, was wet, or foreign matter was attached to the electrical contact, temporarily causing a communication failure (b30 error). The following is addressed in the subject device's instructions for use (IFU) regarding connecting the video connector in a well-dried condition, including the electrical contact part: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." The following is addressed in the light source's IFU regarding connecting the scope connector in a well-dried condition, including the electrical contact part: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction."

Event description:
Additional information was received from a contact at the user facility: the problem was first noticed before a diagnostic procedure. There were no other devices involved in the procedure in which the subject device was used. No other devices were replaced. The intended procedure was completed. No abnormalities were noted when the device was inspected. There were no patient injuries or medical intervention associated with this event. The connections were checked and the connectors were not secured. The connectors were reseated. Technical assistance from olympus was provided in loading the system settings and this resolved the problem. There was no cable damage. The device will not be returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.